Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind step stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1: date of submission: 10/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings:. Unable to duplicate ¿rewind issue¿ complaint; black box and alarms history shows no evidence of motor alarms, ¿ez-prime¿ steps were performed correctly; no rewind issue or any alarm occurred during the investigation..the pump¿s cover was removed, no intermittent condition was found to the motor flex/assembly. Battery compartment is cracked at case seal to left of bumper pad.